Manufacturer narrative:
(B)(4). The customer declined repair of the ventilator.

Event description:
Customer reported that the 840 ventilator failed the power on self-test (post). Patient involvement is unknown but requested.